Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the calcium that was provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since (B)(6) 2011. As part of the review, it was determined that the instrument's last service prior to the event was on 10-may-2024. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. The root cause for the unspecified alarm, volume concern, and the patient's numbness and paresthesia could not be determined as the anticoagulant alarm that occurred during prime is unknown, no product was returned for investigation, and no instrument service was requested by the customer or performed by therakos as a result of this incident. The customer stated that they were able to bypass the unspecified anticoagulant alarm by re-spiking the acda bag. The customer reported that they have used this cellex instrument since this event and there have been no issues with this instrument. Trends were reviewed for complaint categories, unspecified alarm, volume concern, numbness, and paresthesia. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: numbness and paresthesia. (B)(4) on (B)(6) 2024.

Event description:
The customer reported that an extracorporeal photopheresis (ecp) patient experienced numbness and paresthesia during their ecp treatment procedure. The customer stated that acda at a ratio of 10:1 was the anticoagulant that was used during the patient's ecp treatment procedure. The customer reported that during prime they received an anticoagulant alarm; however, they were unsure of the alarm number. The customer stated that they received this anticoagulant alarm multiple times during prime and they were able to bypass this alarm by re-spiking the acda bag. The customer reported that once prime was completed, they started the patient's ecp treatment procedure. The customer stated that the patient was receiving a continuous calcium drip (2gm/100ml) during their ecp treatment procedure. The customer reported that within five minutes of starting their ecp treatment procedure, the patient complained of numbness and tingling around their mouth and in their throat. The customer stated that they paused the patient's ecp treatment procedure and administered a 30ml bolus of calcium to the patient from the patient's continuous calcium drip bag. The customer reported that the patient's symptoms then resolved, and they were able to restart the patient's ecp treatment procedure after a ten-minute pause. The customer stated that at eighteen minutes into the patient's ecp treatment procedure, they noticed that the acda volume infused exceeded the expected volume for that point in the patient's ecp treatment procedure (236ml - normal expected volume approximately 80ml). The customer reported that they continued with the patient's ecp treatment procedure and their ecp treatment procedure was successfully completed. The customer stated that the patient remained asymptomatic throughout the rest of their ecp treatment procedure. The customer confirmed that no lab work was performed during the patient's ecp treatment procedure. The customer also acknowledged that they did not look at the cellex kit's return bag volume at the end of prime to see if there was excess acda in the return bag due to bypassing the unspecified anticoagulant alarm before starting the patient's ecp treatment procedure. The customer reported that they have used this cellex instrument since this event and there have been no issues with this instrument. The customer stated that the patient will be continuing with their ecp treatment procedures. No product was returned for investigation.